Event description:
The consumer reported a power on reset (por) (B)(6) 2016, the therapy had turned off and was reset to shipping parameters. It was indicated the patient had congestive heart failure and had surgery. They had turned the implantable neurostimulator (ins) off for surgery. They tried to turn it on today and got por. No symptoms were reported. The patient's indication for use was interstim-other.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.